Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: non-healthcare professional

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- patient was revised to address pain and elevated cobalt levels. Doi: (B)(6) 2009; dor: (B)(6) 2011. Updated 10/13/2011 made legal, also put in date for doi which found on litigation papers. Litigation papers were received. There is no new information that would change the outcome of the investigation. Update: 11/16/2012 pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. (Left hip) patient demographics added. On (B)(6) 2014 update patient harms and/or complaint category nr. All complaint documents have been scanned and attached (B)(6) 2015. Update ad 30 may 2018: ppf and sticker sheets. (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets. Ppf alleged pseudotumor. Added stem for the alleged elevated metal ions. Doi: (B)(6) 2009 - dor: (B)(6) 2011; (left hip). Patient is bilateral. See (B)(4) for the right hip.

Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).